Manufacturer narrative:
Evaluation method: medical review. Results: medical review - an upside-down icl is easily noted during implantation into the eye. There are several landmarks on the lens that would indicate if the lens is being delivered upside down or not. Surgeons are trained to carefully look for these landmarks during implantation to avoid this scenario. The most probable root cause of this lens being implanted upside down is when the surgeon twists the cartridge inside the eye or when the icl is being delivered very quickly without paying attention to the landmarks. Surgeons are also advised to slowly inject the icl while paying close attention to the landmarks, to prevent the occurrence of this complication. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, blurring, corneal edema. (B)(4) - explanted, lens implanted upside down. Evaluation method: lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(4) 2011. At one day post-op, the patient complained of blurry vision. The iop was normal, the patient had some corneal edema and the va was 20/50. The patient came back a couple of weeks later still complaining of blurry vision. The surgeon dilated the patient's eye and noted the icl was upside down. The icl was explanted on (B)(4) 2011 with no patient injury. Another same model icl was implanted. The patient's current bcva is 20/20.